Event description:
The account alleged the brakes will set but are not holding. No pt impact.

Manufacturer narrative:
The account alleged the brake caster and brake caster support to resolve the issue.